Event description:
It was reported that the pt underwent replacement of the pump to a larger pump to increase the interval between pump refills. "The intrathecal catheter was also revised as it had migrated to the thoracic spine although it was originally placed in the cervical spine. It was hoped the pt's itb dose could be decreased with repositioning the it catheter". No pt symptoms were reported; pt's outcome was no injury. The pump contained lioresal 2000 mcg/ml at a dose of 1288 mcg/day.

Manufacturer narrative:
Final analysis of the pump revealed: pump passed flow tests at 24,000 ul/day and 300 ul/day. No anomaly found - normal device function.